Event description:
It was reported that an ilet user experienced recurring ¿unable to proceed¿ alerts associated with motor-related faults, including an alert consistent with motor stall and delivery motor communication errors, which persisted after device restart, supply removal, and attempted dry run. Symptoms included no reported adverse clinical effects. Outcomes included the need for device replacement and return of the original device for evaluation. Investigation included internal review and planned device analysis. Investigation of this case revealed that the event was consistent with a motor function anomaly preventing proper operation. It was concluded that the device malfunctioned and required replacement.